Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer reported that sensor glucose was over 400 and blood glucose was 116 mg/dl. On another occassion, sensor glucose was low and blood glucose was 462 mg/dl. Troubleshooting could not be performed as customer changed sensor. Customer was advised that sensor would be replaced.